Event description:
Situation: 100 ml normal saline bag in manufacturer packaging was found with a puncture in pharmacy. It also appeared to be more full than a new 100ml bag, possibly indicating that a substance had already been injected into the bag. Background: escalation for feedback on next steps re: this product/lot number per our mitigation process for medication recalls and potentially adulterated medication products [redacted name] health policy. Assessment/recommended: our wp11 pharmacy team is reviewing if there are any other affected bags in the lot and have been notified to pay close attention to detail when preparing medications using these bags. Pharmacy leadership, infection prevention, and supply chain are being notified for escalation and additional recommendations for follow up. Manufacturer response for IV fluid bag of normal saline, (brand not provided) (per site reporter) in process of notifying now.

Event description:
Situation: 100 ml normal saline bag in manufacturer packaging was found with a puncture in pharmacy. It also appeared to be more full than a new 100ml bag, possibly indicating that a substance had already been injected into the bag. Background: escalation for feedback on next steps re: this product/lot number per our mitigation process for medication recalls and potentially adulterated medication products (B)(6) policy. Assessment/recommended: our wp11 pharmacy team is reviewing if there are any other affected bags in the lot and have been notified to pay close attention to detail when preparing medications using these bags. Pharmacy leadership, infection prevention, and supply chain are being notified for escalation and additional recommendations for follow up. Manufacturer response for IV fluid bag of normal saline, (brand not provided) (per site reporter), in process of notifying now.